Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer was hospitalized due to the diabetes ketoacidosis on (B)(6) 2019 with blood glucose level of 375 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with insulin drip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Diabetic educator reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on an unknown date. Customer's blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.